Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer¿s insulin pump had an insulin flow block alarm during bolus. The customer¿s blood glucose level was 124 mg/dl. The customer¿s pump detected an occlusion that prevents the flow of insulin. The customer was advised to avoid sharp bends in the tubing such as bending or straining the tubing where it connects to the reservoir. The insulin pump will not be returned for analysis.